Manufacturer narrative:
One workmate¿ claris¿ display plus amplifier was received for analysis. The returned workmate claris amplifier was powered on and successful communication was established with the test standard workmate claris computer. However, after a short period of time, the communication dropped, and an error ¿amplifier disconnected¿ message was received on the live screen of the workmate claris system indicating that the communication between the workmate claris system and the amplifier terminated unexpectedly. It was verified the network adaptor on the single board computer (sbc) was non-functional. The sbc was temporarily replaced with a known-good unit and functionality was restored as communication was established. Based on the information provided to abbott and the investigation performed, the reported event was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an atrial flutter procedure there were communication issues with the workmate claris amplifier, resulting in a delay. The workmate claris system was powered on and off four times to resolve the issue. There were no adverse consequences to the patient.